Event description:
A report was received that the patient will undergo a pocket revision wherein the ipg will be move due to discomfort at ipg site.

Event description:
A report was received that the patient will undergo a pocket revision wherein the ipg will be move due to discomfort at ipg site.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)): device evaluation indicated that the lead complaint has been confirmed. Visual inspection found fractured proximal end, damaged spacer between contacts 30 and 31 and missing spacer between contact 32 and retention sleeve. X-ray inspection confirmed 6 cables were fractured (contacts 1-3, 7-8, 12). There were exposed cables at the missing spacer location. The fractured cables resulted in the reported high impedances. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported pocket pain. Sc-2316-50 (sn (B)(4)): device evaluation indicated that the lead complaint has been confirmed. Visual inspection found fractured proximal end. There were exposed cables at the end of the retention sleeve. X-ray inspection confirmed 10 cables were fractured (contacts 1-5, 7-10, 12). The fractured cables resulted in the reported high impedances. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported pocket pain. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the splitters revealed no anomalies. Sc-4316 (ln 16427998): device evaluation indicated that the clik anchor revealed no anomalies.

Event description:
A report was received that the patient will undergo a pocket revision wherein the ipg will be move due to discomfort at ipg site.

Manufacturer narrative:
Additional information was received that the patient¿s lead had high impedances. The patient underwent a revision procedure wherein leads, splitters and clik anchor were replaced and ipg was relocated. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description:infinion1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot #: 16427998 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a pocket revision wherein the ipg will be move due to discomfort at ipg site.